Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was missing an o-ring and that the reservoir would no longer lock into place properly. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a missing end cap sticker and a cracked reservoir tube lip. The test reservoir was held properly with the reservoir tube threads. No missing reservoir tube o-ring was noted.